Event description:
It was reported by service report that the scale was inaccurate and the ground prong was loose on the power cord. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.